Event description:
Healthcare professional reported left side capsular contracture baker grade IV, "collection", "small calcification", "lobed contours, superior posteric rotation". Device remains implanted. Healthcare professional later reported rupture, pain and breast changes.

Manufacturer narrative:
Continued phone number : (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade unknown, seroma.